Event description:
104 sic counts since (B)(6) 2020 (83 on (B)(6) 2020). Svc defib impedance trend were around is0 ohms and have decreased since (B)(6) 2020 to around 120 ohms. Noise is noted on the atrial and ventricular egm suggestive of emi. Rv lia triggered on (B)(6) 2019 was due to the wand (in airport security) being held over the patient's device for 2-3 minutes. She noted he received a shock for this. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).